Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned r3 liner impactor head confirms the device broke into two pieces. The broken piece was not returned with the device. The device was manufactured in 2011. The device exhibits signs of significant use and wear. A medical investigation was conducted and this case reports that during a thr procedure, the r3 liner impactor head broke inside the patient. Per complaint details, the procedure was completed using a backup device, with no delay or injury to the patient. A photo of the device confirms the device broke in two. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during thr surgery, the r3 liner impactor hd ii 36mm broke inside the patient. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.